Manufacturer narrative:
The bed was inspected and no signs of short circuit were found on the power cord, the device was functioning as intended. Since there was no malfunction of any electrical component determined during the evaluation, the complained symptom cannot be confirmed. The IFU for citadel bed (830.213-en) includes the following information which describes the preventive maintenance procedure regarding electrical components: ¿visually check power supply cord and mains plug.¿ this procedure has to be done weekly. If the result of this test is unsatisfactory, contact arjo or an arjo-approved service agent. Based on the investigation findings, the customer¿s allegation regarding sparking from the power cord could not be confirmed. Arjo device did not fail to meet its performance specification since there was no malfunction of any electrical component determined during the device evaluation. There was no allegation of patient involvement. No injury occurred. The complaint decided to be reportable due to allegation that power cord was sparking.

Event description:
Arjo was informed about an event involving citadel bed. There was an allegation of sparking from the bed power cord. Allegedly the bed was crooked and it was impossible to straighten it. There was no allegation of patient involvement. No injury occurred.